Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an atrial channel sensing issue, no atrial signal was recorded on the implantable pulse generator (ipg). During checking of the issue the screw could not be inserted into the pacemaker. The ipg was explanted. No patient complications have been reported as a result of this event.